Event description:
The patient received her scs system on (B)(6) 2009. It was reported that the patient has lost stimulation. The charger and programmer will not communicate with the ipg. The patient tried adding and decreasing space to no avail. The patient was sent a new charger to help resolve the issue. Attempts to gather additional information have been unsuccessful. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.